Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 810:11 failure code was confirmed during product evaluation but not duplicated. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.